Event description:
Ous MDR - after an implant time of about 5 months, it was reported that the patient was admitted to the ER on the night of (B)(6) 2014. The patient complained of a racing heart. At first interrogation, the pacemaker showed a paced ventricular rate around 200 ppm. The pacemaker was reprogrammed and it still continued to pace with the high rate. The pulse amplitude was then decreased to 0.2 v. Ineffective pacing followed and thus the intrinsic rate was reestablished. The patient was monitored in intensive care. The final interrogation showed a regular pacemaker function with good measurement values. No other patient events were reported.

Manufacturer narrative:
The pacemaker was returned for analysis. First, the manufacturing process of the device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In the first step of the device analysis, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing that might be related to the explantation. Subsequently, the implant was successfully interrogated. The battery status "ok" is expected after an implantation time of 5 months and indicates a sufficiently charged battery. The pacemaker's ability to provide therapy was checked. The antibradycardic output signal matched the programmed values in vvi mode with a rate of 60 ppm, and the signal sensing of the device was normal. The pacemaker showed no anomalies in regard to its device functions. In addition, a long-term pacing test was performed over several months. The pacing function worked as expected. In particular, the device paced without deviation from the programmed pacing rate. The clinical scenario could not be reproduced. During the analysis, the clinical observation could not be reproduced even after months-long pacing tests. It can therefore be assumed that the observation was a temporary event, which was fixed by the manual reset. This observation represents an isolated case, so far no such incident has been reported for any evia pacemaker.